Event description:
Same case as MFR report#: 2134265-2008-02010. It was reported that during preparation for an unknown procedure; a crack of the guide wire braiding at the j-tip was noted. The device had no contact with the patient. Multiple attempts to obtain additional information have been unsuccessful.